Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the ventilator detected a leak at the time of start up. The housing of the device was found broken. It is unknown if the alleged failure occurred during actual patient use. No report of a patient injury or delay in treatment.